Event description:
While closing the trocar incision the trocar closure suture grasper was deployed. When opened, the grasper portion flipped up at a 120 degree angle. The doctor was unable to place the grasper in the correct position for closure. The doctor had to use another instrument to break the grasper wire. No harm to patient and only a few minutes of extended time in surgery while new instrument obtained.manufacturer response for trocar closure suture grasper, (brand not provided) (per site reporter).======================none as of yet.